Event description:
A patient was revised to reposition xia screws. The patient reported myelopathy after recovering from the anesthetic. This report captures the first of two screws.

Manufacturer narrative:
H3 other text: device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to reposition xia screws. The patient reported myelopathy after recovering from the anesthetic. This report captures the first of two screws.